Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that the patient presented with complaints of pain in the left leg and foot. The patient had a cta that revealed the left limb of the stent graft was completely occluded. The patient received catheter directed lytic therapy. Flow was re-established in the left limb, with some residual clot. The patient is now on heparin. The physician stated that the cause of the limb occlusion is unknown and it is possible that it is from a kink in the body of the stent bifurcated graft just above the flow divider or possibly from a severely diseased common femoral artery that limited the outflow to the left leg. The physician also stated that the patient may have coagulopathies. A few days later, bilateral groin cut downs were done and a balloon embolectomy was performed in an attempt to remove residual thrombus from the left limb. After several passes with a 5fr fogarty balloon catheter and a reliant balloon, there was still unresolved thrombus at the top of the limb near the flow divider, as well as thrombus in the mid limb. It was decided to place two parallel or ¿kissing¿ 16/16/93 endurant limbs starting at the mid portion of the main body device, effectively making a new flow divider level. This was done to exclude the residual thrombus. After balloon molding the limbs with a reliant balloon, an angiogram was performed revealing thrombus in the distal right limb. This was presumably pushed out while balloon molding the newly placed limbs. After failed attempts at balloon embolectomy, it was decided to place another stent graft limb to exclude this thrombus. A 16/10/93 endurant limb was placed on the right side extending down to the right external iliac (the right internal was occluded / covered by the stent graft at the time of the original treatment). After balloon molding only the distal end of this limb, a final angiogram was performed revealing patent limbs bilaterally without thrombus. A left sided femoral endarterectomy was performed to improve peripheral outflow on the left side, as severe femoral plaque disease was believed to be a contributing factor for the limb occlusion. The decision was made to keep the patient anticoagulated. No additional clinical sequelae were reported a nd the patient will be monitored.

Manufacturer narrative:
(B)(4).